Event description:
A thrombus developed on the left ventricular assist device and this was reported to the cv surgeon. The patient had to undergo a device exchange. The defective device was extracted.